Event description:
It was reported that the 9800 system had no image and a low ma error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable, high voltage tank, and the snubber board were replaced during the service call. The system was tested and found to be working as intended and put back into service.